Event description:
Related manufacturer report number: 2916596-2021-07558 it was reported that the green pump running symbol light was out and not illuminated. It was verified the pump was running at 9200 rpm and flow of 4lpm, patient stable. The patient would not tolerate a controller exchange to fix the pump running symbol in which the only way to resolve the light bulb being dim or out. Additional information requested but not provided.

Manufacturer narrative:
The patient's date of birth and age were not provided. Manufactures investigation conclusion: the reported event of a dim led was unable to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 15 days (29nov2021 ¿ 14dec2021 per timestamp). There were no notable alarms active in the log file pertaining to the reported event. Additional information provided on 14dec2021 stated that the patient is unable to tolerate a controller exchange to resolve the pump running led issue. Multiple good faith effort attempts were made requesting the serial number of the system controller, if any product was exchanged, and if anything will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.